Event description:
It was reported that during unpackaging and prior to use, the xpert stent delivery system was being removed and it was noted that the stent struts were exposed. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event is estimated.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device revealed the stent implant was stationary on the stent holder and was partially deployed. It may be possible that the premature deployment is related to handling as the outer member was retracted and there was blood in the guide wire lumen. A review of the lot history record indicated all lot release testing met acceptance criteria and a query of the complaint-handling database revealed no indication of a lot specific product quality deficiency.